Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, the patient¿s hyperkalemic event which required hospitalization is probably associated with 4 days of insufficient dialysis. The patient allegedly experienced ¿patient line is blocked¿ soft alarm while using the liberty select cycler and reportedly did not utilize back-up manual pd for renal replacement needs. It cannot be determined whether the liberty select cycler was performing as expected when the soft alarms occurred as the manufacturer investigation is pending at the time of this clinical investigation. Moreover, the exact cause of the patient¿s concomitant anemia cannot be fully determined with the available information. However, anemia is a well-known complication in end stage renal disease patients on dialysis. Should additional information become available this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver contacted fresenius technical support for assistance using their liberty select cycler and while on the call, mentioned that they had recently been in the hospital. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated that the patient was hospitalized from (B)(6) 2018 for hyperkalemia, low hemoglobin levels, and drowsiness. The pdrn stated that the patient was unable to complete treatment on the cycler as prescribed for 4 days leading up to the reported event. It was confirmed that the patient is trained in continuous ambulatory peritoneal dialysis (capd) therapy and stat drains, and that the patient chose not to use manuals to complete their treatment. The pdrn stated that the patient received blood transfusions and peritoneal dialysis (pd) therapy while in the hospital, and has continued treatment on a new cycler without further issue. The pdrn stated that the patient¿s hyperkalemia was attributed to non-compliance with dialysis therapy, but the cause of the drowsiness and low hemoglobin levels was unknown. The pdrn stated that the patient¿s hospital course and treatment records were not made available to the clinic. Additional patient, event, and hospitalization information was requested, but was not available. The old cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.